Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. It was reported that the patient removed the sensor and noticed the wire was missing. The patient went to urgent care to have an x-ray to check if the sensor wire was retained. X-ray confirmed that there was a sensor wire. The patient stated the sensor wire was able to be removed by unspecified means. At the time of the report, the patient was doing good. No product was provided for e valuation. The allegation and a probable cause could not be determined. No additional patient or event information is available.